Event description:
According to the new received information, it could not be clarified which circumstances have led to that the missing broken parts of the device could not be recovered.

Manufacturer narrative:
The hook scissors ø 3.4mm 848804, batch # 1466617 was investigated in the responsible department. It was determined that the non-movable scissor blade broke off at the transition to the 3.4mm diameter. As a result, the movable scissor blade could also became loose. A material hardness test was carried out at the point of the breakage. The measured values meet the specifications. In conclusion, excessive use of force caused the scissor blades to break off. The hook scissors ø 3.4mm 848804, batch # 1466617 was manufactured on 04/feb/2021. The batch consisted of 11 pieces. No issue was identified during production and no further complaints were received from the reported batch. The IFU ga-s 003 / USA / 2013-06 v2.0 / eco 2013-0159 contains several safety instructions and notes regarding the issue of using excessive force on the device in section 6 use. Furthermore, the user is advised to check the device prior and after each use in section 7 checks. The subject issue of breakage and part loss is present in the risk management file b1-2: reusable non-optical forceps and scissors, rev.: r05. The overall probability of occurrence for this issue remains at previously defined levels and overall risk of the device remains in the acceptable category.

Event description:
A user facility representative has informed richard wolf gmbh an issue regarding hook scissors ø 3.4mm, part no. 848804 with lot no. 1466617. According to the received information: "when the biceps tendon was cut, the pins of the scissors jaw were broken. The broken jaws could not be retrieved out of the shoulder joint because they could not be located. X-ray was made and it is available. Remaining part of the device (without jaw parts) was returned to richard wolf gmbh for further investigation".